Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Report that surgeon revised patient's right hip due to instability and dislocation. Surgeon took out stryker trident liner and a wright medical head. Surgeon replaced with new liner and head.